Event description:
A user facility reported to olympus that the spare lamp led was blinking on the front panel and the spare lamp was not switching on when the device was tested without the "xenon bulb." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon ¿spare lamp led on the front panel flickers¿ and ¿spare lamp does not light when checking without xenon bulb¿ were confirmed, and that the phenomenon was due to a faulty spare lamp. The cause of the failure of the spare lamp could not be identified. Other incoming inspection findings are as follows: minor hit and scratches marks on front panel; scratches and minor deformation on power switch; scratches on top cover; minor rust and corrosion found on rear panel; minor corrosion on rear foots; scratches on chassis; hexagonal wrench is available inside the lamp door. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental is submitted to provide additional information.